Event description:
It was reported that during a stenting procedure, crossing difficulties and a stent dislodgment occured. The target lesion was located in the calcified popliteal artery. The 6.0x40x135cm express biliary ld premounted stent system was advanced into the patient, but was not able to cross the lesion. While removing the device, the stent dislodged from the delivery system, but remained on an unspecified guide wire. The stent was able to be removed by using an unspecified 8fr sheath and pulling the stent, wire and sheath out together. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's condition was reported as 'fine'.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received with the stent removed from the balloon material. Examination of the balloon material noted that it was correctly folded and wrapped around the shaft of the delivery system and no positive pressure had been applied to the balloon. Indentations on the balloon material from the stent indicated that the stent had been correctly crimped onto the balloon. Examination of the returned stent noted that both the proximal and distal ends were severely damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was not used in accordance with the dfu; the device is indicated for palliation of malignant neoplasms in the biliary tree, but was used to treat stenosis in the popliteal artery. (B)(4).

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a stenting procedure, crossing difficulties and a stent dislodgment occurred. The target lesion was located in the calcified popliteal artery. The 6.0x40x135cm express biliary ld premounted stent system was advanced into the patient, but was not able to cross the lesion. While removing the device, the stent dislodged from the delivery system, but remained on an unspecified guide wire. The stent was able to be removed by using an unspecified 8fr sheath and pulling the stent, wire and sheath out together. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's condition was reported as 'fine'.